Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed blue pixels. This was noticed when using firing the laser at 78% power. The clinical specialist (cs) explained the blue pixel artifact to the user and the user decided to continue with the ablation. When the user came off the foot pedal the blue pixels slowly dissipated. The blue pixels persisted throughout the entire procedure. It was noted that the physician performed a biopsy prior to the ablation procedure. There were no patient complications reported in relation to this event.